Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customers administered a correction bolus via pump to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.